Event description:
It was reported that during a breast biopsy, the plastic tip had sheared off in the breast and the collagen and clip hadn't deployed. The doctor tried a similar device, deployed the clip successfully, and completed the case with no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.